Event description:
As reported via the (b)() registry, a patient experienced an embolic stroke during the index procedure and expired due to a myocardial infarction approximately 2 days after the index procedure. Prior to the procedure, the patient had experienced transient ischemic attacks with right sided weakness. She had coronary artery disease and needed carotid treatment performed prior to coronary intervention. At the time of the index procedure, angiography had shown 60% stenosis in the proximal left internal carotid artery. The lesion was described as 22mm in length, eccentric, and moderately calcified. No thrombus was present prior to the procedure. The reference vessel was 4.55mm in diameter. A 5mm angioguard rx was deployed beyond the target lesion. Pre-dilation was not documented. An 8.0 x 40mm precise pro rx was implanted at the target lesion. No air bubbles were observed, and the physician aspirated prior to contrast injections. During stent deployment, the patient experienced a sudden onset embolic stroke with symptoms of agitation and aphasia. The angioguard was retrieved with no debris in the filter basket.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient experienced an embolic stroke during the index procedure and expired due to a myocardial infarction approximately 2 days after the index procedure. Prior to the procedure, the patient had experienced transient ischemic attacks with right sided weakness. She had a medical history including transient ischemic attack, past smoking, diabetes mellitus, hypertension and coronary artery disease and required carotid artery treatment performed prior to her planned coronary intervention. At the time of the index procedure, angiography had shown 60% stenosis in the proximal left internal carotid artery. The lesion was described as 22mm in length, eccentric, and moderately calcified. No thrombus was present prior to the procedure. The reference vessel was 4.55mm in diameter. A 5mm angioguard rx was deployed beyond the target lesion. Pre-dilation was not documented and an 8.0 x 40mm precise pro rx was implanted. No air bubbles were observed, and the physician aspirated prior to contrast injections. During stent deployment, the patient experienced a sudden onset embolic stroke with symptoms of agitation and aphasia. The angioguard was retrieved with no debris in the filter basket. There was no improvement in the patient's symptoms, and approximately two days later, the patient expired due to a myocardial infarction. No further neurologic or coronary testing was performed per request of the family. According to the investigator, the mi and stroke were related to the index procedure and not the cordis products. The device was implanted and, therefore, not available for analysis. A review of the manufacturing documentation associated this lot was performed and it was found that no issues were present during the manufacturing and inspection processes. Embolic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause a stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence to suggest that the event is related to the design or manufacturing process of the device, therefore, no corrective action will be taken. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00089 and 9616099-2010-00628.

Manufacturer narrative:
There was no improvement in the symptoms, and approximately two days later, the patient expired due to a myocardial infarction. No further neurologic or coronary testing was performed per the request of the family. According to the investigator, the mi and stroke were related to the index procedure and not cordis products. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00089 and 9616099-2010-00628.